Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose for more than a month. The customer stated that the insulin pump alarmed button error a month ago. Troubleshooting was performed, and the time, date, basal rates and bolus wizard settings were correct. Advised the caller to run a high pressure test and the test failed. It was mentioned that once the customer's site bled when removed the cannula. No further information was provided.